Manufacturer narrative:
PMA/510k: this report is for an unknown cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient presented with a femoral neck ¿stress fracture¿ and was treated with 6.5 cannulated screws. Two days later, the patient experienced a fall and suffered a proximal femur fracture. The cannulated screws were removed and a titanium cannulated trochanteric fixation nail advanced (tfna) was implanted with a helical blade. It is unknown if there was a surgical delay. The patient resumed normal activity after the procedure. This complaint involves one (1) device. This report is for (quantity) unk - screws: cannulated: trauma. This is report 1 of 1 for (B)(4).